Manufacturer narrative:
(B)(4). Batch # m54472. Conclusion: the analysis found that one pse60a device was returned with a non-working firing mechanism and with no cartridge loaded on the device. No further functional testing could be performed due to the condition of the device. In order to verify the condition of the internal components the device was disassembled and the pcb board was found to be nonfunctional. No conclusion could be reached as to what may have caused the pcb board to be nonfunctional however as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastric tube procedure, the device was not activated at the first firing on the stomach. The cartridge was blue. Although another battery was set, the device was not activated. Another device was used to complete the case. There were no adverse consequences to the patient.